Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for roche cardiac trop t (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. All results were reported outside of the laboratory. The customer normally runs troponin tests on a siemens instrument utilizing the troponin I assay. Recently, their main instrument was down, so they used the cobas h 232 analyzer as the primary instrument to run patient samples. They froze the plasma of these patient samples so they could run them later using the troponin I test on the siemens analyzer. The result pattern from the patient samples was said to be strange and the customer did not understand why the two methods gave such different results. The first sample resulted as 267 ng/l for tnt when tested on the cobas h 232 analyzer. The plasma from the sample was frozen and re-analyzed a couple days later on the siemens analyzer, resulting as 62 ng/l for troponin I. A second sample was collected from the patient seven hours after the first sample and tested for tnt on the cobas h 232 analyzer, resulting as 166 ng/l. A third sample was collected from the patient 12 hours after the second sample and tested for tnt on the cobas h 232 analyzer, resulting as 95 ng/l. This sample was tested for troponin I on the siemens analyzer, resulting as 190 ng/l. The patient was not adversely affected. The cobas h 232 analyzer had a serial number of (B)(4). The tnt test strips were requested, but could not be provided since the box had been discarded by the customer. A specific root cause could not be determined based on the provided information. The patient samples were requested for investigation, but could not be provided. With a high possibility, the samples tested on the cobas h 232 analyzer contained an interferent, thus affecting the results. A sample interference could not be ruled out as a root cause. An argument for the existence of an interferent is that the effect was only seen with the results from one patient. Other possible sources for interference can be from use of incorrect or non-evaluated tubes or pipettes.